Manufacturer narrative:
The customer¿s meter and test strips were returned and they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory, but the date was not set correctly.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Reporter occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a stago analyzer with neoplastine reagent. Results obtained on (B)(6) 2020: at 9:30 am the customer took back to back meter results and received 4.6 inr and 4.8 inr. At 10:00 am the laboratory result was 2.8 inr. Results obtained on (B)(6) 2020: at 10:30 am the laboratory result was 3.7 inr. At 11:30 am the meter result was 5.1 inr. At 11:30 am the meter result was 4.7 inr. The customer¿s therapeutic range is 3.0-3.5 inr.